Event description:
It was reported that 10,620 ml of nacl was utilized (intrauterine) - input. 2) 9,800 ml of nacl in suction cannister-output 3) pump showed deficit being 4,830 nl 4) actual deficit (not counting some on floor) equaled 820 ml 5. Reported from circulating nuset to service lead that the deficit number shown on the machine had "jumped" without cause to an incorrect amount.

Manufacturer narrative:
Additional info will be provided once investigation is completed.